Event description:
Covidien received information stating an 840 ventilator experienced a breath delivery (bd) power on self-test (post) failure. There was no patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The cse upgraded the software to the current revision the unit passed all testing and operates within the manufacturing specifications. (B)(4).